Manufacturer narrative:
Follow-up #1: date of submission 04/27/2016 device evaluation: the device has been returned and evaluated by product analysis on 04/14/2016 with the following findings: the last basal delivery and the last bolus delivery were on (B)(6) 2016. The black box showed a call service (cs-088) alarm on (B)(6) 2016 at 16:30; deliveries resumed at 17:39. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. There were no delivery interruptions or errors, alarms or warnings during the investigation. The original complaint could not be duplicated or confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 450 mg/dl with moderate ketones, abdominal pain and nausea associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. Troubleshooting was not completed at the time of the call and the reporter could not be reached for further information. This complaint is being reported because the patient allegedly experienced hyperglycemia because of an inaccurate delivery issue.